Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the lab waste plumbing backed up which caused cx waste material to leak on the medical records located beneath the lab. No injury was reported for this event.

Manufacturer narrative:
The customer declined service.